Event description:
Event verbatim [preferred term]. Investigation results. Novopen echo. Batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case was updated with following: -investigation results for novopen echo. -manufacturer's final comments added. -narrative and tabs updated accordingly. On 27-jul-2015 manufacturer's final comment: as the device (novopen echo) has not been returned to novo nordisk (B)(4) for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (b)(64. Evaluation summary: novopen echo - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) ketoacidosis [diabetic ketoacidosis]. Novopen echo did not work because did not dispense insulin / broken echo pen [device failure]. Case description: this serious spontaneous case from the united states was reported by a nurse as "ketoacidosis" beginning in (B)(6) 2015, "novopen echo did not work because did not dispense insulin / broken echo pen" beginning in (B)(6) 2015, and concerned a (B)(6) female patient who used novopen echo (insulin delivery device) from unknown start date due to type 1 diabetes mellitus. (B)(6). Patient's bmi: 21.961 medical history included type 1 diabetes mellitus (duration not reported). Concomitant products included novolog penfill (insulin aspart) and novotwist. The patient reported that her novopen echo did not work in (B)(6) 2015 because it did not dispense any insulin. The patient also changed battery but it was without success. In (B)(6) 2015, the patient was hospitalized with ketoacidosis for three days and thought it was a result of her pen not working. The patient also reported that the novopen echo was broken. Action taken to novopen echo was reported as product discontinued. In (B)(6) 2015, the outcome for the event "ketoacidosis" was recovered. . The outcome for the event "novopen echo did not work because did not dispense insulin / broken echo pen" was not reported. On 08-jul-2015, it was discovered that the initial receipt date was (B)(6) 2015 rather than (B)(6) 2015. Hence the case is re-submitted with correct initial receipt date of (B)(6) 2015 along with follow up information received on 08-jul-2015.